Event description:
A customer reported experiencing a cartridge alarm 20 during the pump's load process. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl, indicating no adverse impact. Technical support confirmed issues with consecutive cartridges and resolved the situation by sending the customer a replacement pump with updated software. The customer was instructed to return the problematic pump using a pre-paid label and acknowledged the steps required for receiving and setting up the replacement pump.